Manufacturer narrative:
The harmonic ace instrument was found to have the curved blade broken at the base. A piece approximately 0.318" x 0.084" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage. Root cause of broken blades is attributed to use conditions. The broken blades result from damage during use while the instrument is activated. Blade damage may be detected by the generator with a solid tone or an error. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade leading to eventual/premature failure.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive followed up to obtain additional information. Customer did not agree to provide any additional information such as patient conditions and surgical video.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer found the harmonic ace blade to have excessive pressure and found a crack on the knife head. Customer noted nothing fell into the patient. When the nurse cleaned the knife head after the surgery, the customer lost a fragment. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h4 is not available.